Event description:
It was reported that the log files were submitted for evaluation. There were low flow events and driveline power fault recorded. On (B)(6) 2025, the patient had a report of low flows,2.1-2.2 l, with persistent nausea and vomiting, and a driveline fault alarm. The patient was hypertensive on arrival and orders were placed to treat the hypertension with plan to monitor response and improvement in flows. It was noted that patient did have trauma to driveline protective covering and the driveline was reinforced with rescue tape. The patient¿s modular cable was exchanged at bedside. The patient had their system controller exhanged from their primary to their secondary controller. Log files captured low flow alarm events on 14dec2025. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. The low flow events may be due to a patient related issue. It was noted that the patient was hypertensive. Log files recorded a driveline power fault on (B)(6) 2025. Motor function was not affected by this event. A driveline disconnect event occurred at 14dec2025 3:23:42. It was noted that the modular cable and system controller (B)(6) were replaced. The modular cable was disposed of and was not intended to return. The system controller was intended to return for evaluation.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms on the system controller (serial number: (B)(6)) was confirmed via log file analysis. The submitted controller event log file contained data from 14dec2025 and showed an active driveline power fault alarm throughout the data reviewed. The onset of the alarm was not captured. The log files showed the reported controller and modular cable exchange on 14dec2025. The driveline power fault alarm did not prevent the pump from operating as intended, and the controller was able to support the system as intended while the driveline was connected. The system controller returned for analysis and passed all functional testing without issue. The system controller was connected to a mock circulatory loop and ran for an extended period of time without issue or alarm. The driveline power fault alarm was not able to be reproduced throughout testing. Provided information indicated that the system controller and modular cable were exchanged, resolving the alarm. The root cause of the driveline power fault alarms was not able to be determined via this analysis. The device history records were reviewed and found no deviations from manufacturing or qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline or system controller power cables, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline and system controller power cables daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline or system controller is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline and system controller power cables in sub-sections entitled "what not to do: driveline and cables." The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The modular cable and system controller exchange resolved the driveline power faults.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.